Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve during the third recapture, the dep loyment knob of this delivery catheter system (dcs) separated. Immediately after the occlusive phase, the knob broke apart. One of the tabs was not in place anymore but was found in one of the shells. The patient was stable but experienced severe aortic regurgitation. The parts were put together and the valve was successfully implanted with no adverse patient effects reported. It was reported that during loading, there was no damage of any kind on the dcs. The loader was certified and highly experienced.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA's 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule fully closed and the end cap/screw gear snap fit connected. Visual analysis showed the handle, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. Delamination was observed over the proximal end of the capsule. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated by the medtronic analysis technician. Tab 3 was observed detached from the male deployment knob component. There was a hairline fracture on tab 4 at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated the valve was recaptured three times. The reason for the multiple recaptures was not reported. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The cause of the potential positioning difficulty could not be conclusively determined. During the third recapture, the deployment knob (actuator) broke. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.